Event description:
Pt contracted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode while driving. Pt drove into a parked vehicle. Pt claims she never heard her cgm alerts at any point. The paramedics were called, measured her bg at 25 mg/dl and treated her. Prior to getting behind the wheel, pt recalls reading 71 mg/dl on her cgm and deciding it was safe to operate her vehicle. Pt's data suggests; however, that the pt was extending sensor's use beyond its recommended label recommendation. During her call to dexcom technical support pt reports she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.